Event description:
It was reported that the patient experienced a loss of therapeutic effect and had noticed she was "going to the bathroom more frequently." The reporter stated that the patient "did not feel empty" which started around "the last couple of weeks." The patient reportedly did not feel stimulation even after several attempts to increase stimulation and this was noted to have been because "you get used to it." The reporter indicated that a month prior to the report, the patient started to feel kidney pain on her right side which was "where she had problems before." The patient also had "lower abdominal pain radiating around to the front." It was noted that the patient also had spasms which were "off the charts", but were prior to when she was implanted. It was indicated that blood was found in the patient's urine but the patient did not have an infection. The reporter stated that the patient had to go to the emergency room (ER) on (B)(6) 2013 because the pain was "so bad". The patient had a CT scan in the ER and there was still blood in the patient's urine. However, the patient was told that "everything was normal." The patient's healthcare provider (hcp) reportedly "gave the patient something" for pain. It was noted that the patient had not had any falls or traumas and there had been no changes to the patient's pocket site. The reporter indicated that the patient saw her hcp on (B)(6) 2013 and different programs were tried. The patient was informed that "it wasn't working but that was the least of their problems" and was directed by her hcp to have a cytoscope done. It was noted that the patient wondered if "there was something wrong with the implanted battery in her implantable neurostimulator (ins)." Per manufacturer's device registry, the patient's ins and lead were consequently explanted. Refer to manufacturer's report # 3004209178-2013-06899 for additional patient and device information.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(6).

Event description:
It was noted that the patient's programmer showed that their implantable neurostimulator was on.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: patient product ID: 3 889-28, lot# v735243, implanted: (B)(6) 2011, product type: lead. (B)(4).